Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2408-74 serial #: (B)(4) description: avista MRI perc lead kit, 74cm.

Event description:
A report was received that the patient was having a charging issue. It was also reported that the device quit working. X-ray was taken and showed lead migration. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that no device malfunction was suspected. The lead was dislodged and the patient was uncomfortable ever since. It was noted that the patient was not using the stimulator for quite some time. No further course of action will be taken at this time.

Event description:
A report was received that the patient was having a charging issue. It was also reported that the device quit working. X-ray was taken and showed lead migration. The patient will undergo an explant procedure.